Event description:
Bone broken during implantation.

Manufacturer narrative:
Technical discussion between the manufacturer and the surgeon determined that the implants were too big for the phalanx. Trial implants that were provided with the x-fuse kit have not been used by the surgeon. The root cause of the event is user error. As instructed by (B)(4) on (B)(4) 2011, MDR reported by memometal technologies/(B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corporation.